Event description:
The fse reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. This resulted in a loss of imaging functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.